Event description:
The customer reported that on (B)(6) 2011 erroneous human chorionic gonadotropin (bhcg) and myoglobin results were generated on an unicel dxc 600i synchron access clinical system for two patients. The erroneous human chorionic gonadotropin (bhcg) and myoglobin results were caused by the same instrument issue. Beckman coulter inc. Assessment of customer supplied data indicated that one patient sample generated a lower than expected bhcg result, above the normal reference range, that upon repeat testing at an alternate laboratory produced a higher result within a different gestational category. The repeat bhcg result was regarded a valid. Additionally, a second patient sample generated a higher than expected myoglobin result, above the normal reference range, that upon repeat testing at an alternate laboratory produced a lower result within the normal reference range. The repeat myoglobin result was regarded as valid. The erroneous bhcg result was not reported outside of the laboratory. The initial myoglobin result was reported outside of the laboratory and while there were no reports of adverse event or serious injury related to this event, it is unknown as to whether there was a change to patient management. Precision pump/valve motion errors were posted in the instrument event log during the timeframe of this event. Instrument assay quality control results for both bhcg and myoglobin failed to meet specifications during the timeframe of this event. A routine system check performed after customer troubleshooting met instrument specifications, however the instrument precision valve/pump motion errors persisted. No sample collection/handling information was provided by the customer.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) discovered that the precision pump belt was damaged. The fse replaced the precision pump belt. The fse then performed a quality control assessment and a routine system check which passed within instrument specifications. The instrument was returned back into service after completion of the necessary repairs. Hardware is the root cause of this event.